Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.

Event description:
It was reported that during procedure, the dart detached from the suture. The procedure was completed with a second device and there were no patient complications reported.

Manufacturer narrative:
Additional information received on december 5, 2025: it was later clarified that the device broke before use when packet was opened. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.

Event description:
It was reported that during procedure, the dart detached from the suture but did not remain inside the patient. The procedure was completed with a second device and there were no patient complications reported.